Manufacturer narrative:
This event was filed in response to a letter received from an attorney representing the plaintiff. The letter provided no detail regarding the catalog number, lot number or circumstances surrounding the incident. Therefore based on the limited information an effective investigation cannot be conducted and the exact cause for the issue reported could not be determined. A review of our quality data and product history does not indicate that there are adverse trends.

Event description:
The report was received through litigation. The plantiff suffered a second degree burn to her shin from the usage of a cardinal ice pack.